Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 2 all boards were not responsive. A field service engineer replaced failed components and conducted thorough testing. No additional issues were identified. Metallic debris from medication blister packaging found under pockets was likely the cause of drawer failure. System was operating properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 2 was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.